Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2018.

Event description:
Reportable based on the product analysis completed on november 2, 2018. It was reported that during the use insertion of a 185cm, .035in, j tip back-up meier guidewire via a sheath in the aorta, it did not perform as expected. The procedure was completed with another of the same device with no reported patient complications. However, the returned product analysis revealed peeling of the wire. Device eval by manufacturer: the device was returned inside the hoop. The distal section is kinked and shows evidence of friction as the device has part of its cover peeled off. The overall length and outer diameter of the distal tip, middle, and proximal section were within specification.